Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An talent bifur xcelerant stent graft was implanted in the endovascular treatment of a 60mm abdominal aortic aneurysm on the approximately 129 months post index procedure, a proximal type 1 endoleak was observed by CT. Event was treated with a non-medtronic fenestrated main body and two endurant limbs implanted on the same date. As per the physician the cause of the event can not be determined. No additional clinical sequelae were reported and the patient is fine